Event description:
Port-a-cath placed approximately 3 yrs. Ago in another hosp. Recently it has become increasingly a problem as it clots off and had repeatedly had to be reopened, becoming more and more difficult each time per md. 4/23/98- admitted for removal and replacement failed port-a-cath.